Event description:
Boston scientific crm received information that during a routine device changeout procedure, evidence of twiddler's syndrome was observed. Upon opening the device pocket, the physician found the right atrial (ra) and right ventricular (rv) leads inter-twined, with insulation abrasion observed 12.5 centimeters from the terminal pin of the rv lead. The physician chose to repair the rv lead. To date, no adverse patient effects were reported with this clinical observation. Additional information was received that this rv lead exhibited pacing impedance measurements greater than 2,000 ohms. No ventricular oversensing was observed. The patient was brought into the clinic for further review. The rv impedance daily measurements were programmed off, as the impedance measurements were known to be chronically increased for this patient. Normal follow up scheduled was resumed. To date, no adverse patient effects were reported as a result of this clinical observation.